Event description:
It was reported that during a therapeutic obtryx mesh sling procedure, the small dilator tip with loop got detached during the procedure. The procedure was completed successfully with another device. No patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Or use outline appropriate placement, access and maintenance procedures.